Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that the patient was presented at the clinic with bent pins on one power port of the controller. The patient was unable to connect to a backup power source as a result of the bent bin.

Manufacturer narrative:
Per FDA request, this follow-up report was electronically resubmitted. All relevant substantive information was previously sub mitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
After further review of additional information received sections g4, g7, h2, h6 and h10 have been updated accordingly. (B)(6), four batteries, and a battery charger were not returned for evaluation. (B)(6) was returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Log file analysis revealed a decreasing trend in power consumption on the reported event date. (B)(6) met specifications; the controller passed visual inspection and functional testing. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Although the root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed to the death include the patient's previous medical history and related comorbidities. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted in order to evaluate the performance of the device in relation to the reported event of "bent pins on power port." The reported event was confirmed via visual inspection. Analysis of the device revealed that the device failed visual inspection and functional testing due to a bent pin on port 2 which rendered the port inoperable. The most likely root cause of the reported event is due to a forced or improper connection to the port causing the pin to bend. Heartware has opened an investigation to evaluate bent power connector socket pins. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.